Manufacturer narrative:
The system was examined and the reported event was replicated. The illuminator and lamp were replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming illuminator and lamp. However, how or when the products became nonconforming could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technical assistant reported that there was a "burning lamp" prior to the procedure. There was no patient involvement. The case was canceled.